Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4) date of event was not detailed. The device was documented as received an evaluation is not available at this time. A follow-up will be filed accordingly.

Event description:
The customer reported to carefusion via e-mail: recently completed a 12k on a 3100a sn: (B)(4). I had no difficulty with the calibrations and they unit ran just fine afterwards. But, out of nowhere, the driver stops and you can't restart it. I've checked all connections and for a while I thought it the connector on the ddi was intermittent. Once I get the driver to start it will run for hours and then just stop again. Any ideas? Email sent to eric asking for alarms and any loss in pressure associated with the unit stopping and to advice dpm has not been replaced and is due. The customer reported additionally via e-mail to carefusion: doesn't appear to lose pressure and the only alarm is oscillator stopped. Once it does stop, I can't restart it. When I press the start/stop button the driver power module led stays red. Carefusion technical services sent a replacement driver assembly.